Event description:
It was reported that the user paused the ilet pump, experienced elevated blood glucose, then delivered correction doses and later observed a drop to 74 mg/dl, prompting concern about hypoglycemia. The clinician explained that after an extended pause the system delivered additional insulin and that the pump subsequently suspended insulin delivery when glucose began to decrease rapidly, and glucose did not fall below 70 mg/dl. Symptoms included low glucose concern without confirmed hypoglycemia. Outcomes included no alerts or alarms, no hospitalization, and completion of troubleshooting and education advising against extended pump pauses. Investigation included review of device data and the bionic report with the user. Investigation of this case revealed expected automated insulin modulation consistent with device design and user-initiated pump pause with subsequent corrections as contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was user-related operation within expected device behavior.

Manufacturer narrative:
Initial.